Event description:
During on-site service, a baxter service technician experienced an f-49 alarm on a flogard infusion pump. This malfunction was identified during service; therefore, there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, battery testing, alarm log review, and a power on self-test were performed. During the power on self-test and the alarm log review the f-49 alarm was identified. The cause of the alarm was a damaged battery. The battery was replaced to fix the found condition. The pump passed all testing and was returned to good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.